Event description:
It was reported that, "the patient had an unstable knee. Dr. Revised with triathlon ts and was satisfied."

Manufacturer narrative:
The following other knee devices were also listed in this report: series 7000 standard tibia: cat# 7115-0007, lot# t03s195; scorpio ps femur waffle w/lfit: cat# 71-4109r, lot# k03m28; scorpio c-dome patella: cat# 73-2710, lot# m514. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested but not made available. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.